Event description:
It was reported that the patient has deceased on (B)(6) 2025. The cause of death was cardiogenic shock and septic shock. There is no known allegation from a health care professional that suggests that the death was related to their implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported infection could not be conclusively determined.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.

Manufacturer narrative:
Correction- please disregard previous additional report as evaluation was for the associated lead rather than the implantable cardioverter defibrillator (ICD). Please see device evaluation below: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).